Event description:
It was reported that at follow-up, a loss of sensing and capture were noted. At lead revision, an insulation break was found. Physician believed this was created by friction to the ICD can. Lead was repaired with medical adhesive and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.